Manufacturer narrative:
Correction: event problem and evaluation codes.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A nurse at the user facility reported that a blood leak occurred approximately 1 hour after the patent¿s hemodialysis (hd) treatment was initiated. The leak was noted as being an internal blood leak from the dialyzer. A fresenius 2008t hd machine was in use during the event and generated a blood leak alarm. No damage was observed to the dialyzer or its packaging. The dialysate line was checked with a blood leak test strip and returned a positive result. The blood within the extracorporeal circuit was not returned to the patient. The patient was re-setup on a different 2008t hd machine, and then the hd therapy was continued and successfully completed with no further issues. The patient's estimated blood loss (ebl) was noted as being approximately 300 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. A fresenius bloodline was in use during the hd therapy. The dialyzer was not available to be returned to the manufacturer for analysis as it was discarded by the user facility.